Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No bolus stopped alarm was noted during test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s wife reported via phone call that her husband received a bolus stopped alarm on his pump. Customer¿s blood glucose was 10.9 mmol/l. Explained that this alarm is a safety check alarm. Asked her if the battery cap is loose, if the pump was dropped or bumped during a bolus or if the pump received a static shock. The customer answered: no. Customer has received the alarm 16 times today. Customer was advised that insulin pump would need to be replaced and that it may have been exposed to static. Advised the ways to avoid static. The pump will be returned for analysis.